Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 42 mg/dl to 190 mg/dl. Reportedly, customer delivered "too much insulin" via a bolus with the pump to address an elevated bg which resulted in the bg decreasing. Reportedly, the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Customer consumed carbohydrates to address bg and continued to use the pump for insulin therapy.